Event description:
During a routine shift check by a clinician, the device displayed a 'defib fault 72', 'defib fault 85', and 'defib fault 108' messages. Complainant indicated that there was no patient involvement in the reported malfunction.